Manufacturer narrative:
(B)(4); date sent: 6/22/2023; b3: only event year known: 2023; d4: batch unk; an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the trocar has retracted when trying to connect the anvil to the trocar. Concerned as joining the end to end anastomosis is a crucial part of the operation and with the trocar retracting it will put the anastomosis at risk. They held the rotating knob to stabilize the trocar and connected the anvil. The surgery was delayed with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a malfunction, and has been revised to a not reportable event.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2023. Additional information was requested, and the following was obtained: was there any adverse patient outcome? If yes, was there any medical or surgical intervention performed? No, none.